Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving inaccurate readings on their precision pcx meter. The customer reported receiving a reading greater than 500mg/dl from their meter and right after they received a laboratory reading of 143 mg/dl. It is unknown if the two readings were done in 10 minutes. Results of 500 mg/dl and 143 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.